Event description:
Procedure type: c-section. According to the reporter: the needle detached from suture strand; the needle could not be retrieved and remained in the uterine wall.

Manufacturer narrative:
(B)(4)